Manufacturer narrative:
Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for deformed plunger stopper with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of deformed plunger stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode deformed plunger stopper. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported before use of the bd preset¿ there was a deformed plunger. The following information was provided by the initial reporter. The customer stated: "before use, a crack on the rubber component was found after unpacking."